Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The activated clotting levels was 225 before implant then continued to over 250 with additional heparin. During procedure, heparin was administered, it was noticed the device was mis-sized for patient defect and a decision was made to replace the device for a 28mm amplatzer amulet left atrial appendage occluder. The 28mm amulet was implanted using the same delivery system. After implantation, transesophageal echocardiogram (tee) showed a linear thrombus had formed from the device through the transseptal puncture and into the right atrium. The sheath was in the patient for a significant period of time. The thrombus was aspirated from the patient and the patient was prescribed anticoagulant therapy. The patient had complaint with the anticoagulant. The patient remained hemodynamically stable throughout the procedure. There was a significant delay in procedure. Patient status was reported as stable.

Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the activated clotting levels was 225 before implant then continued to over 250 with additional heparin. During procedure, it was noticed the device was mis-sized for patient defect and a decision was made to replace the device for a 28mm amplatzer amulet left atrial appendage occluder. The 28mm amulet was implanted using the same delivery system. After implantation, transesophageal echocardiogram (tee) showed a linear thrombus had formed from the device through the transseptal puncture and into the right atrium. The sheath was in the patient for a significant period of time. The thrombus was aspirated from the patient and the patient was prescribed anticoagulant therapy. Based on the information received, the cause of the reported incident appears to be related to procedural conditions. The reported improper or incorrect procedure or method appears to be related to user used the same delivery system for both the 25mm amulet and 28mm amulet. However, this deviation did not contribute to the reported incident. In addition, the user was aware about not following the IFU warning. Therefore, a letter will not be sent out.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The activated clotting levels was 225 before implant then continued to over 250 with additional heparin. During procedure, heparin was administered, it was noticed the device was mis-sized for patient defect and a decision was made to replace the device for a 28mm amplatzer amulet left atrial appendage occluder. The 28mm amulet was implanted using the same delivery system. After implantation, transesophageal echocardiogram (tee) showed a linear thrombus had formed from the device through the transseptal puncture and into the right atrium. The sheath was in the patient for a significant period of time. The thrombus was aspirated from the patient and the patient was prescribed anticoagulant therapy. The patient had complaint with the anticoagulant. The patient remained hemodynamically stable throughout the procedure. There was a significant delay in procedure. Patient status was reported as stable.